Event description:
Caregiver reports when attempting to remove plunger from enteral feeding syringe that the black tip comes off and remains in the syringe tube at times. At times, caregiver reports attempting to remove black tip with knife so as able to use syringe for feeding. No harm reported by caregiver to patient.